Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01289.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01289.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-01289. It was reported the patient's leads migrated due to a fall. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly effective therapy was restored following the procedure.